Event description:
The customer reported that two error messages displayed on the unit. One error was a capture device access error and the other error indicated black and white lines on the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The service rep performed repairs related to the loose screw issue. He performed calibration and self tests, and all functions met specifications. (B)(4).